Event description:
It was reported that the patient presented for an implant procedure. It was noted that the right ventricular (rv) lead failed to capture. It was also noted that the helix of the rv lead did not extend. The lead was not used and replaced during procedure. The patient was discharged.